Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that surgeon attempted to implant a 12x9 insert 2 different times but could not seat insert properly. Surgeon did some soft tissue releases and was able to successfully implant the 3rd insert. Surgery was a primary right knee.

Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned component indicates that the types of damage observed on the insert are indicative of an attempt to assemble the insert with a baseplate component. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review of the reported lot confirms no other similar events reported. Conclusions: based on the visual inspection of the returned component, it appears that the damage was a result of an attempt to assemble the insert with a baseplate component and/or explantation of the insert from a partially assembled tibial component. No further investigation for this event is required at this time.

Event description:
It was reported that surgeon attempted to implant a 12x9 insert 2 different times but could not seat insert properly. Surgeon did some soft tissue releases and was able to successfully implant the 3rd insert. Surgery was a primary right knee.